Event description:
The nosecone of the device became dislodged upon removal of the device for cleaning. The pt underwent bypass surgery to remove the nosecone. It was reported by a foxhollow rep, that the physician did not locate the nosecone in the pt during surgery. The assumption is, it was inside the sheath. The pt expired in 2006 of unrelated cardiac problems, under another physician's care. Our rep has been unable to obtain a copy of the autopsy report from the hosp.

Manufacturer narrative:
The tip is detached and missing (was not sent with device). The tip is detached at the proximal end where the first housing coils are. All the laminate part of the tip is missing, the housing coils are stretched. The guidewire lumen on the torque shaft is completely torn. The guidewire was not sent to check if the rest of the tip is still attached to it. Probable cause: guidewire prolapse. Reference IFU: warning: never advance the distal tip of the catheter near the floppy end of the guidewire. A catheter advanced to this position may not follow the guidewire when it is retracted and cause the guidewire to buckle into a loop. If this occurs, the catheter and guidewire should be removed together to prevent potential damage to vessel walls. If resistance is still felt, the sheath should also be removed as part of the unit.